Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mh 685cc breast implant had parallel lines of shell wear on the anterior aspect. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: unacceptable cosmetic appearance. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year old caucasian female patient underwent primary breast augmentation with two 685cc mentor memoryshape breast implants. Post-operatively, the patient was diagnosed, via MRI, with spontaneous right breast implant rupture and was also diagnosed with unacceptable cosmetic appearance of the breasts. As a result, the patient underwent bilateral capsulectomy and bilateral mastopexy, bilateral removal and bilateral replacement with the following devices: (right) 480cc mentor memorygel boost breast implant (catalog: smpb480 lot: 9664064 sn: (B)(4) and (left) 480cc mentor memorygel boost breast implant (catalog: smpb480 lot: 6926754 sn: (B)(4) on (B)(6) 2022. This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2022-11633.